Event description:
It was reported that the ventilator¿s volume dropped from 300 to 70 during a pre-use check. There was no patient involvement. The unit was tested by the customer biomedical engineer and reported that the issue was not duplicated. The customer was advised on how to restore factory default setting and to perform tests 4, 5, 7 and 10 from the service manual to verify full functionality. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the device that have been unsuccessful. If additional information is later obtained, the complaint will be reopened.